Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt experienced poor clarity of vision and lack of neuroadaptation. The iol was exchanged for a monofocal model lens. Additional info has been requested.